Event description:
It was reported that the 5x40 was delivered to a m1 clot and upon retrieval into a sofia 88 the preset detached unintentionally, a goose neck snare was used to try to recover the stent but did not work, another 6x30 was introduced to try to deploy and retrieve the 5x40, that 6x30 also detached unintentionally. This MDR report is for the preset 6x30 device. An additional report will be submitted for the 5x40 device additional info was received on 18 may 2026: 1. Has the preset delta 6-30 been discarded by the hospital, or is it available for return and root cause analysis? Only the pushers were available as they separated from the stent, and the stents were left behind in the patient. 2.following the detachment of both preset devices, were any further actions taken to remove the components from the patient's anatomy? The first step retriever detached. That's when the second one was used to try and snare and bring the first device out. Subsequently, the second device detached. Snatch were used to try and lasso the devices. But nothing was unsuccessful. 3.what was the final outcome of the procedure? After both the devices detach and we're not able to be retrieved or removed. They were left, blocking the artery that was already affected by the stroke. 4. What was the clinical impact on the patient, and what is their current condition? The patient was already faced with a debilitating stroke that had already completed.

Manufacturer narrative:
The preset deolta stents were left behind in the patient despite attempts to remove from the artery. This further blocked the artery of the patient who was already already faced with a debilitating stroke.